Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half-height drawer required multiple part replacements, particularly the drawer liners mother board (moabs). A field service engineer replaced the moab in drawer 2.1. Additionally, all existing pockets in that drawer were removed due to age and wear. Following these actions, the drawer functioned properly without any further issues. Diagnostics were performed to confirm the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 had failed, and the remote smart service (rss) was offline. The customer tried to reboot but issue still persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.